Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose adapter. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction dark image could not be determined. Additionally, the most probable cause for the malfunction loose adapter was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had dark image. The issue was identified during device reprocessing. There was no patient involvement.